Event description:
Customer reports probable check valve failure: in ambulatory infusion center, ferric gluconate was being infused in a 250ml bag of ns via secondary. When the nurse opened the secondary set roller clamp, all of the iron immediately went up into the primary bag. There was no pt harm.

Manufacturer narrative:
MFR's report date: 03/23/2011. (B)(4). The customer's experience of check valve failure was confirmed. The cause of the check valve failure was due to a wood chip particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The source of the wood chip particulate was not identified.